Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent bladder lift repair in 2009. On (B)(6) 2014 the patient underwent bladder repair with an unknown sling, ovary removal and lysis of pelvic adhesions and revision of sling, due to chronic and intractable rlq pain and vaginal mesh erosion from previous sling. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision of vaginal sling on (B)(6) 2008 due to sling erosion. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.